Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device revealed that the valve synflate of the synflate vertebral balloon med was found broken from the threaded area, due to this condition, the syringe cannot be properly assembled. No other issues were observed. Therefore, the reported condition can be confirmed. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. ¿a dimensional inspection was not performed as it is not applicable to the complaint condition. A functional evaluation was not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the vsynflate vertebral balloon med would have contributed to the complained device issue.¿ based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Dimensional inspection: n/a device history part# 03.804.701s lot # 82302207 manufacturing site: werk selzach logistik manufacturing date: 09.jan.2024 expiration date: 01.jan.2026 supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was an unknown surgery performed on (B)(6) 2025. A syringe was connected to the inflation port on the balloon for bleeding air when using the balloon. At that time, connection part of the inflation port got damaged, and connecting the syringe became impossible. The surgery was completed successfully with no surgical delay. Patient is stable.